Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she experienced symptoms of an allergic reaction while wearing the adc freestyle libre sensor and stated her symptoms began in "(B)(6) 2017". Customer further reported experiencing symptoms described as redness, itching, and swelling and that she self-treated with "calendula ointment". Customer had contact with a healthcare professional who prescribed clarelux500 (clobetasol propionate) for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported she experienced symptoms of an allergic reaction while wearing the adc freestyle libre sensor and stated her symptoms began in "september/october 2017". Customer further reported experiencing symptoms described as redness, itching, and swelling and that she self-treated with "calendula ointment." The customer had contact with a healthcare professional who prescribed clarelux500 (clobetasol propionate) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has performed on the returned sensor patch, and no issues observed. Performed visual inspection on sensor and no issues were observed. The sensor plug was properly seated. The extended investigation has also been performed. Data were extracted using approved software, and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpm), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Manufacturer narrative:
This serves as a correction report. (Date returned to mfg) was incorrectly documented in the follow up #1 report.

Event description:
A customer reported she experienced symptoms of an allergic reaction while wearing the adc freestyle libre sensor and stated her symptoms began in "(B)(6) 2017". Customer further reported experiencing symptoms described as redness, itching, and swelling and that she self-treated with "calendula ointment." The customer had contact with a healthcare professional who prescribed clarelux500 (clobetasol propionate) for treatment. There was no report of death or permanent injury associated with this event.